Manufacturer narrative:
(B)(4). Unit received a21 alarmed after battery change and resets time/date to factory default due to c13 voltage leak at interface board. Pump passed the displacement test, self test and failed a21 alarm test due to c13 voltage leak at interface board.

Event description:
Information received by medtronic indicated that the insulin pump was getting unexpected reset alarms when they perform a battery change. The customer stated they were able to clear the alarm and were able to complete the rewind process. The customer mentioned the pump was going through batteries. No harm requiring medical intervention was reported. Troubleshooting was not completed as the customer declined. The insulin pump will be returned for analysis.